Manufacturer narrative:
Additional manufacturing narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-g "turns off during patient monitoring." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-g was evaluated. A loose metal backing plate resulted in shorts to occur when in contact with the circuit board. This can prevent the device from powering on or off and cause the device to power off when the plate is moved.

Event description:
The customer reported the rad-g "turns off during patient monitoring." There was no patient impact or consequence reported.